Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation, internal battery depleted alarm was observed. The device's internal battery needs to be replaced to address the issue.